Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that she has experienced elevated blood glucose (bg) over 400mg/dl with frequent urination, dry mouth, sugar cravings, and vision issues due to not receiving boluses because of an intermittently unresponsive bolus button. The patient stated that she realizes boluses delivered via the audio bolus button have not delivered as expected when her bg elevates and she then checks the bolus history and sees the bolus did not deliver. The patient was reportedly able to treat the bg excursions with insulin injections and boluses via the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to response issues with the audio bolus button.

Manufacturer narrative:
Follow-up #1 date of submission 10/02/2013 device evaluation:the pump has been returned and evaluated by product analysis on 09/10/2013with the following findings:a review of the total daily dose history noted a date change from 02/25/2013 to 02/24/2013. No data was found on the reported event date in black box history due to continued use. No damage was found to the audio bolus button and was found to respond to button presses. The bolus button cover was removed; no damage found to bolus button contact. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, the pump was opened and the internal battery was found to be leaking. The reported complaint was unable to be duplicated during testing.